Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of the medium-large clip applier instrument popped out and the instrument was unable to be used. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.